Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that though the device passed functional testing, when the cable was moved near the body of the programmer it would shut down the programmer. It was further noted that the head functioned normally with a known good cable and it was to be sent on for repair and reallocation. (B)(4).

Event description:
It was reported that the radiofrequency programmer head originally returned with no information subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.